Manufacturer narrative:
The reported event was confirmed. The product should not be able to be used for diagnostic purposes due to misassembly, the device had not met specifications and had been influenced by the failure. Visual evaluation of the sample noted one opened (without original packaging) iap kit. It was noted that the assembly of the iap had the location of the assembly of the male luer connector((B)(4)), 30 cc syringe((B)(4)) and the t connector((B)(4)) switched locations with the assembly of the 4-way stopcock((B)(4)) and the male luer cap((B)(4)). As a result, the syringe that should have been on the saline spike/saline bag side was instead on the transducer side and vice versa. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "assembling/mounting the bard® intra-abdominal pressure monitoring device hang a bag of sterile saline on an IV pole. A pressure cuff is not required. Open the bard® intra-abdominal pressure monitoring device tray. Don gloves. Mount the statlock® foley stabilization device on the patient per the enclosed instructions. Open a pressure transducer kit (not included) in sterile fashion and place contents onto the open bard® intra-abdominal pressure monitoring device tray. Note: the bard® intra-abdominal pressure monitoring device adapts to the pressure transducer used in your ICU. Many pressure transducer variations exist, all which are compatible with the bard® intra-abdominal pressure monitoring device. Although a flush device is not required, the bard® intra-abdominal pressure monitoring device can be used with one. Option 2 below is available because many flush devices are permanent or difficult to disconnect from the transducer. Remove all attachments from the transducer (flush device, drip chamber, truing stopcocks, etc.) Until the transducer has only luer connections. Leave flush device and/or stopcock attached. Be sure the flush device is attached distally and capped at the end. Grasp the coiled tubing and remove entire assembly from the tray. Verify all tubing connections are secure. Remove the protective cap from the saline spike and insert the spike into the saline bag. Place the syringe on the bed or hang the syringe from the IV pole. Connect the transducer to the end of the tubing labeled ¿transducer¿ using the provided stopcock as needed depending on the transducer assembly available. Cap the opposite end of the transducer (figures 1 & 2) or flush device. Mount the drainage tubing on the clamp. Decide whether the pressure transducer will be mounted on the pole or the patient."

Event description:
It was reported that the instructions on the label for the iap device did not match the assembly. The complainant noted that there was some discrepancy between the photo, stickers and the way it was assembled, so they were unable to get the device to work with the instructions provided.